Manufacturer narrative:
(B)(6). G4: premarket / 510(k) #k163174. The device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break located 41 cm distal to the distal end of the strain relief. Additionally, multiple kinks were observed along the hypotube. Examination of the inner lumen and midshaft sections revealed no issues. Microscopic analysis of the balloon cones showed no defects, and no pinholes or tears were identified in the balloon. The bumper tip was intact, with no signs of damage. A functional test was conducted despite the hypotube break. The device was connected to an inflation aid, and the balloon was inflated without issue to its rated burst pressure (rbp) of 14 atmospheres. The balloon fully inflated and maintained pressure for 15 seconds with no leaks observed. A vacuum was applied, and the balloon deflated completely without resistance. This inflation and deflation cycle was repeated three additional times, with no issues noted. No other device issues were identified during the returned product analysis.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. During the procedure, the device was delivered to the target site but failed to inflate. Upon withdrawal, the shaft broke. The procedure was completed with another of same device. No complications were reported, and the patient remained stable throughout the procedure.

Manufacturer narrative:
(B)(6). G4: premarket / 510(k) #k163174. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. During the procedure, the device was delivered to the target site but failed to inflate. Upon withdrawal, the shaft broke. The procedure was completed with another of same device. No complications were reported, and the patient remained stable throughout the procedure.